Manufacturer narrative:
The ge service representative performed an onsite investigation. The mono block was replaced and the dose rate was verified. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image. No patient injury was reported.